Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The customer alleged discrepant results generated from a kit cobas 6800/8800 sars-cov-2 480t. A customer from (B)(6) alleged that they received potential false positive results for patients¿ samples tested with the kit cobas 6800/8800 sars-cov-2 480t. The customer reported that the cobas® 6800 (sn (B)(4)) generated sars positive results for target 2 for patients¿ samples in batch run #1938.the same patients¿ samples were repeat tested on a different cobas® 6800 (sn not provided) that generated sars negative results for target 2. No information on sample collection or handling was provided. The customer confirmed there was no allegation of harm to the patient. The negative results were reported out to the patients and/or personnel treating the patients.

Manufacturer narrative:
The complaint allegation was not observed. A review of the control cts generated showed the controls performed in line with internal release data and a review of the curves generated did not show any major shifts or suppression. An investigation into the lot used was performed and no product problem related to the customer allegation was identified. Based on the investigation performed and the information provided in the case there is no indication the product is not performing as intended. A batch MDR is being submitted to represent the samples in batch run #1938. This will represent one event on a single device as per FDA guidance. (B)(4).